Manufacturer narrative:
(B)(4). Insulin pump received with unresponsive blank screen due to unplugged connector. Insulin pump received with partial display due to cracked lcd glass. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. P-cap, reservoir locked properly in place. Insulin pump received with scratched case. Insulin pump received with pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had a crack. Customer stated that insulin pump was dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.